Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance measurements less than 200 ohms. It was also reported there was oversensing. A procedure was performed and this ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead portion was performed. The returned lead portion was severed 18 centimeters (cm) from the is-1 terminal pin. Set screw marks were noted on the lead tip and ring. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.